Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a 29mm portico transcatheter aortic valve implantation (tavi) interventional procedure. No femoral angiogram was reportedly taken. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 19f sheath. The tavi was completed. It was found that there was major bleeding at the femoral artery. The physician explained that he had punctured the bifurcation causing tissue damage of the femoral artery prior to the tavi procedure. Covered stents were used to treat the major bleeding from puncture (tissue damage) at the bifurcation that had occurred. Reportedly post procedure, when closing the access site with the sutures of the proglide devices, a suture break occurred with one of the proglides. An additional proglide was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previous report filed, additional information received: femoral angiogram and ultrasound were performed, showing calcification visible at the access site.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The reported difficulty and subsequent treatments appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5; h6: device code 2017 removed.